Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 5.9mmol/l. Device has alarmed four times since (B)(6) 2014. One of the alarms occurred during bolus but was unsure. The device was not exposed to a magnetic field. Customer does not use the sensor. Customer was advised to revert to back up plan.